Manufacturer narrative:
The subject product has not been returned to us for eval to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when/if product is returned for eval.

Event description:
It was reported that the pt presented with chronic abdominal pain. Mesh was explanted. Surgeon reported the ring was indeed broken.